Manufacturer narrative:
A supplemental MDR is being submitted due to engineering and product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: sheath and introducer shaft curvature; liner is fully expanded as designed; distal tip opened; distal tip torn axially, to the left of the axial score line; distal tip torn radially, along the distal edge of the liner; distal tip stretched axially, distal to the slant score line, with a radial tear between the soft tip and hdpe; scratches on sheath distal tip; axial, radial, and slant score lines present; and no pieces missing from the tip. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. The complaint for "sheath distal tip torn" was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "after withdrawing the esp, it was observed that the tip of the esp was torn. It was unknown when the esp was damaged." Per evaluation of the returned device, the distal tip was torn axially, to the left of the axial score line, torn radially, along the distal edge of the liner, and stretched axially, distal to the slant score line, with a radial tear between the soft tip and hdpe. All score lines were present on the tip. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced distal tip tear. Additionally, it was reported that the degree of tortuosity was moderate. During evaluation of the returned device, the sheath shaft was curved and scratches were observed on the tip, suggesting presence of access vessel tortuosity and calcification, respectively. Per the training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Calcification can create a constrained condition on the sheath, leading to sub-optimal conditions for distal tip expansion. Sharp nodules of calcification can damage the tip directly upon advancement of the sheath. Calcification and tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve catching onto the sheath distal tip, tearing the tip during advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from japan, the patient underwent a trans-subclavian (tsc) transcatheter aortic valve replacement (tavr) and received a 29 mm sapien 3 ultra resilia (s3ur) valve. A 16fr esheath plus was inserted from the right subclavian artery by cutting down. During insertion of the sheath and a commander delivery system, no problem occurred. The valve was implanted as planned. After withdrawing the esheath, it was observed that the tip of the sheath was torn. It was unknown when the sheath was damaged. No patient injury was observed, but there was a possibility that the piece of torn tip was missing and remained in the patient's body.